Manufacturer narrative:
The medical center did not retain the impella pump product for investigation and benchtop analysis. Further clinical details have been asked, but not yet furnished. Should more information be shared that leads to root cause, a final report will be forthcoming. The failure mode will be monitored and trended. Of note the IFU states the following: ¿assess access site for bleeding and hematoma.¿

Event description:
The medical center had placed an impella cp for support. The cp site developed a hematoma. The team infused back 4 units of blood to the patient after the team estimated the patient to have lost 2 units of blood. They reviewed the situation and believed the team to have damaged the bifurcation of the profunda and sfa, or possibly caused a retroperitoneal bleed. The team placed a femostop and life-flighted the patient to the next level of tertiary care.

Manufacturer narrative:
Since the original report was filed, the investigation has concluded. No product was returned for investigation, and so only the clinical report was analyzed. The cause of the access site bleeding was most likely a lack of vessel recoil onto the sheath since bleeding occurred after sheath exchange and best practices were followed. The failure mode will be monitored and trended.

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02044 was provided in sections b2, b5, h1, and h6.

Event description:
The procedural outcome noted patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.